Event description:
It was reported that the mentioned devices are damaged, it is very difficult to adjust and the locking mechanism is not working properly.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding faulty locking mechanism involving a tibial alignment proximal rod was reported. The event was not confirmed. No further investigation for this event is possible at this time as no devices were received by stryker orthopaedics. If devices become available, this investigation will be reopened.

Event description:
It was reported that the mentioned devices are damaged, it is very difficult to adjust and the locking mechanism is not working properly.